Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not evacuate smoke from patient tunnel from the very beginning of the case. The smoke was not being cleared through the smoke evacuator in the crux of the jaws. Insufflation was at the standard setting of 3-5l/min @ 10-12psi. The patient tunnel was not collapsed. Harvester seems to think there was some obstruction in the jaws before the cautery wand was introduced to the tunnel. He checked repeatedly for bio material but could not identify what could be causing the blockage. Harvester removed evh system from the field and a second kit was opened. Case was completed without further incident. No harm was caused to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/03/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the base of the jaws. The heater wire was observed to be slightly flexed away from the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. There was no excessive smoke observed during the testing. An activation and transection capability test was performed over four(04) repetitions using "max life test method stm2048073. The device activated and transected tissue four (04) times with no cautery failure observed or excessive smoke observed. Based on the returned condition of the device and the evaluation results, the reported failure "smoking" was not confirmed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a